Event description:
Event description guidant received information that this device reached end of life (eol) and was explanted after 2 years, in a patient who was lost to follow-up since a few days post implant. The field representative indicated that he experienced difficulty performing an interrogation of this device, but he was able to interrogate the device and confirmed a magnet rate of 100ppm. The programmer had also received an error message during an implant the day prior. This device is part of the failure mode 2 advisory population.